Manufacturer narrative:
The lens remains implanted to date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient had toric intraocular lenses implanted in each eye. The patient had longer eyes and the doctor used capsular tension rings (ctrs) in both eyes. The doctor stated that the eyes were all roughly with the rule for steep axis and rotated clockwise. Both lenses rotated (about 20-30 degrees), and in one eye, the patient actually had an improved visual outcome. For the other eye, he re-positioned the lens at about 3 weeks post-op and it stayed in that position. There will not be any explanted lenses and the patient is currently seeing well and reported to be fine. No other information was provided. As the patient had lenses implanted in both eyes, a separate MDR will be filed for the companion eye.

Manufacturer narrative:
No visual inspection was performed as the lens remains implanted. The reported complaint could not be verified. Manufacturing records reviews: since the serial number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.